Event description:
Journal reference: chung, et al. "Bilateral effects of unilateral subthalamic nucleus deep brain stimulation in advanced parkinson's disease." Eur neurol 2006; 56: 127-132. The article describes the results of a prospective study of consecutive patients being treated with unilateral deep brain stimulation for parkinsons disease symptoms. Patients were evaluated at 3 and 6 months. A number of patient complications were reported. Reportable event(s): a patient experienced a transient memory impairment post dbs implant of the left stn. No information on treatment was provided.